Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked from the patient line. This event occurred during dwell seven of automated peritoneal dialysis therapy, the patient was connected. It was further reported that the patient line tubing became stuck on a chair and cut a hole in the patient line. The hole had caused solution to leak onto the floor. Renal therapy services advised the care giver to contact the peritoneal dialysis registered nurse regarding missed therapy and assisted in ending the therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.